Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required. Although there was no serious injury or death reported, if a frayed power cord with exposed copper wires were to recur, it could result in a serious injury or death. Therefore hillrom is reporting this malfunction.

Event description:
The customer reported the vs100 would not hold a charge when unplugged. The device was returned for bench repair where the technician determined that the power cord was frayed with exposed wires. This incident was captured under hillrom complaint ref (B)(4).